Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 57 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the aorta has dilated and resulted in migration of the stent graft about 1 - 1. 2 cm distally. Two aneurx aortic cuffs were implanted, 1 proximally and 1 distally on the right side which is the contralateral iliac limb side. There was no endoleak and the second cuff was implanted as a precaution for additional distal fixation. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (migration); (dilated aortic neck). Conclusion: (dilated aortic neck).